Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening, and patella loosening. The components were implanted in situ for approx 1.8 y . The tibial insert, tibial tray, femoral and patella were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening, and patella loosening. The components were implanted in situ for ~1.8 y . The tibial insert, tibial tray, femoral and patella were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An event regarding loosening involving a triathlon tibial component was reported. The event was not confirmed. Images of the explanted devices were provided. A view of the tibial component did not provide anything of note for the investigation. Further inspections were not performed as the research facility retained the explanted devices. Medical records evaluation not performed as no medical records were provided. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.